Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported the patient was in a lot of pain related to the surgery. It was noted the patient could not walk or go to the bathroom with stimulation on. It was reported the patient was given dilaudid for the surgery pain. It was noted the patient woke up in pain after sleeping for four hours. Follow up information received from the healthcare professional (hcp) reported the patient had incisional burning and pain. It was noted the patient had no injury. It was reported the only intervention was pain control. Should additional information be received a supplemental report will be filed.